Event description:
It was reported that during a pci procedure involving a calcified, 99% stenotic lesion located in the distal right coronary artery (rca), the maverick2 monorail balloon ruptured at 12 atms on the third inflation. The lesion was dilated at 6 atms for 30 seconds on the first inflation and 10 atms for 30 seconds on the second inflation. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.